Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was serviced onsite. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported failure was identified as f-94 alarm (configuration option settings checksum is not 0) during functional testing. The cause of the condition was determined to be the main battery damaged/depleted. The device battery was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, the flo-gard infusion pump was found to have a low battery failure. There was no patient involvement. No additional information is available.